Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the thumbwheels, and bottom foot kit were replaced. The device was returned to service.

Event description:
Philips received a complaint from the technician, reporting that the v60 ventilator was not secure to the stand. There was no patient involvement when the issue occurred. No patient or user harm reported. The technician reported that the v60 ventilator was not secure to the stand, and that the thumbscrew was loose. The thumbscrews were bent, and the screw threads were cross threaded. The customer ordered replacement thumbwheels, bottom foot kit. This investigation is ongoing.